Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7272687.

Event description:
It was reported that following a trial procedure the patient was experiencing worsening pain. The patient went to the emergency room (ER). Imaging done and nothing of note found. The physician had concern leads were intrathecal. The patient underwent a lead pull and expected to fully recover. No device malfunction suspected. The explanted leads were not returned.